Event description:
The customer reported that they have experienced incidents where they have noticed cracked smartsite valves when they have tried to connect them to a syringe. None of them resulted in a leak. From the reported info, there are no indications of serious injury to the pt or user as a result of these incidents. No further info available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.